Manufacturer narrative:
H3: the pump was returned and analysis identified residue in the motor gear train and wearing on the upper shaft of gear number two. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp) via a device manufacturer representative on (B)(6) 2021. It was reported that the patient was not feeling well and the muscles in their legs were stiff. The second stall from (B)(6) had not yet recovered. A pump replacement was planned to resolve the issue. The patient's weight was reported as both 150lbs and 170lbs. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 8840, product type: programmer, physician. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2021-jun-24, information was received from an healthcare professional (hcp) regarding a patient receiving bupivacaine (20 mg/ml, 12 mg/day) and baclofen (5,000 mcg/ml, 3,000 mcg/day) via an implantable infusion pump. It was reported the patient's pump was alarming and had stalled. The hcp was assisted in checking the pump logs. The hcp reported that according to the pump logs, the pump had stalled on (B)(6) 2021 at 13:04 and recovered the same day at 13:17. The hcp reported there was another stall that occurred on (B)(6) 2021 when the patient was at the hospital, however, the patient did not get an MRI/pet/cat scan. The hcp reported that they did do an update today, and was seeing the pump commands in the logs for today. The hcp confirmed there was not a recovery from the stall on (B)(6) 2021. The hcp stated they would silence the alarm and program from here to see what happens. The issue was not resolved through troubleshooting. No patient harm reported.